Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 34 mg/dl. It was reported that the customer had already eaten. The nurse of the customer also reported that the customer was hospitalized on (B)(6) 2014. It was reported that the customer had high blood glucose levels of 596 mg/dl. The customer was hospitalized due to an infection and diabetes ketoacidosis. The customer treated by insulin administered intravenously and manual insulin injections. Troubleshooting was done. The customer was wearing the insulin pump at the time of hospitalization. The customer would also like to request for training. No additional information was provided.